Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was defaulting the fio2 back to 21% despite proper change to 100% while connected to a patient. This happened two more times while the patient was connected to the ventilator. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator. The customer confirmed that there was no patient harm associated with the reported event.